Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
As surgeon was inserting the correction key, it started squeaking. He realised that it was cross threading and removed it. Upon closer examination, a sliver of metal was found to have shaved off into the wound. This was retrieved, however cssd was unable to sterilise and keep it, as it was too small. After the case, both surgeons discussed the matter and felt that the facilitator tube that was being used at the time was not seated correctly, which resulted in the cross threading. No delay or adverse event, patient has scoliosis. Discarded = no return to manufacturer unless local engineering assessment indicates return is required.